Event description:
The customer stated that the lancets from a box of the accu-chek safe-t-pro plus lancet device did not retract. There was no allegation of an adverse event. There were no injuries or accidental fingersticks. The suspect product was requested to be returned for investigation.